Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the gel fire wires in the cable and breaking the solder joint connecting the rear pulse wires on the dn. Upon further investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable the root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.